Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during use of implantable pulse generator (ipg) the patient presented to the emergency department syncope and/or near syncope. Data transmission indicated that an episode of nonphysiologic noise/oversensing had occurred in (B)(6) 2015. The ipg remains in use. No further patient complications have been reported as a result of this event.

Event description:
The event reported via regulatory report 214543245 is deemed as no longer reportable due to patient condition not related to a product performance issue and/or malfunction. The reported product performance is captured in regulatory report 214691495.